Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery, under general anaesthesia, to replace the abutment and excise the excess skin on (B)(6) 2019.